Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source, a study evaluated outcomes of patients undergoing laparoscopic surgery for colorectal cancer between august 2018 and november 2019. A total of 20 patients were included in the study. A linear stapler was used for anastomosis. Complication included; conversion to open in a sigmoid colon procedure due to a firing problem with laparoscopic stapler.